Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, post-paced t-wave oversensing was observed. Recommended programming changes were made in-clinic.

Event description:
New information received notes that during follow up, post-paced t wave oversensing on the ventricular channel was observed via real-time egm. Patient was asymptomatic. Programming changes were made. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).